Event description:
The lay patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The pt obtained readings on the reported meter "around 20.0 mmol/l" while having no symptoms of high or low blood glucose level. She expected to have readings around 16.0 mmol/l or less. The patient obtained higher readings, as described above, for about 3 weeks and contacted her physician who advised her to take 4 additional units of novomix insulin in the morning and 3 units in the evening. The customer service agent (cca) confirmed that the test strips were not expired, were in good condition, and had been stored correctly. The code on the meter matched the test strip code. The csa walked the patient through a control solution test and obtained an error 2 message. The error 2 message can be caused by testing with a used test strip or by a problem with the meter. The meter was replaced.